Event description:
It was reported that during testing, the device continued to run when in safe mode. This event did not occur during a surgical procedure. There was no report of user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The drill was received by the manufacturer; however the complaint could not be replicated due to the handpiece not functioning. Internal components were evaluated and the rotor and motor were corroded. The motor assembly, rotor, and bearings were replaced and the drill was returned to the customer.